Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During the procedure, it was found that the pedal was leaking gas. The procedure was not completed due to this event.